Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 reported event was confirmed by review of images of fractured implants. Images of fractured implants show the proximal body fractured off from the distal stem. The fractured surface was uneven. Two notches were identified on fracture surface on the medial side of the distal stem, and two grooves were identified on the fractured piece that remained in the proximal body. A piece of diaphysis was seen remained on the distal stem. Black staining was seen on the distal end of the stem as well. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The implant fractured while the patient was working out in the gym. It's unknown if the activities contributed to the fracture. The x-ray review was unable to determine the quality of proximal support and the size of proximal body relative to femur. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00999301855 63803373 femoral body - revision - nitrided - porous cementless 12/14 neck taper extended 46 mm neck offset, 00877502802 2924372 bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14, ep-200152 727430 act artic e1 hip brg 28x46mm. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04489.

Event description:
It was reported that patient was revised approximately 7 months post implantation due to device fracture at the junction of the mating implants. Patient was at the gym at the time of the fracture. Attempts have been made and additional information on the reported event is unavailable at this time.